Event description:
Customer reported an alarm from the pump during the loading process, specifically alarm 20, while no previous similar alarms had been reported with this pump's serial number. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the alarm persisted, preventing resumption of insulin therapy. Consequently, technical support arranged to replace the pump under warranty, instructed the customer on how to put the current pump into storage mode, and provided a pre-paid label for its return. The customer acknowledged the instructions and will use multiple daily injections (mdi) as backup insulin therapy until the replacement arrives.